Event description:
The pt reportedly experienced headpiece retention problem. Add'l magnets were used to achieve retention of the handpiece. Testing confirmed that the pt had average skin flap thickness and the device is functioning. The decision was made to replace the internal magnet, and the surgery has been scheduled.